Event description:
It was reported that the nail fractured after implantation requiring a revision surgery to correct.

Manufacturer narrative:
The structure of the fracture surface indicates a fracture running from the lateral side in medial direction. The assumed fracture origin can not be confirmed due to secondary damage. No material defects or abnormalities could be detected. The entire fracture surface shows striations indicative of breakage due to material fatigue.